Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is symptomatic to rv pacing and was complaining of pounding in his chest. High rv threshold and low r-waves were observed. Chest x-ray reveals lead dislodgement. Dft testing was performed successfully and no revision was done. Lead remains implanted.